Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff of the endotracheal tube was found leaking after intubation. No patient harm reported.

Event description:
Additional information received confirming there was no patient harm. No medical intervention required. The outcome of the event was resolved.

Manufacturer narrative:
No device was returned for investigation. Instead, two photos and one video were sent in. The video showed a tracheal tube inflation line being connected to a syringe and being inflated with air. The cuff and pilot balloon were inflating. The pilot balloon was submerged under water and air bubbles were observed to come out of the proximal end near the check valve. This confirmed the customer complaint of leakage. Photo one shows packaging and photo two shows a close up of the pilot balloon submerged in water where air bubbles were observed again. The manufacturing process for detecting leaks was reviewed and without the device, no root cause could be determined. Device history review showed no non-conformities during the manufacturing process.